Event description:
It was reported that the lead had high threshold, high impedance and an apparent conductor fracture. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) several conductors fractured; it was noted the proximal and rv cables are fractured with cm of where the sutures appear to have been tied; defib conductor found distorted; blood observed in several conductors; partial lead in segments returned and analyzed.